Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) noted that no noise was observed on the lead. Technical services (ts) discussed programming options and recommended possible command shock test for further lead evaluation to the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported, a lead revision procedure was performed, the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) noted that no noise was observed on the lead. Technical services (ts) discussed programming options and recommended possible command shock test for further lead evaluation to the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.